Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 43 mg/dl. The customer stated that she had 15 carbs of food. Customer was offered to troubleshoot for low blood glucose but declined. Customer stated that this is the time of day that she will have the low blood glucose. Customer was assisted in programming the temp basal.